Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The same cartridge was loaded onto the pump for insulin therapy. Additionally, it was reported that the fill estimate was inaccurate. Reportedly, the customer continued to use the pump for insulin therapy, customer's blood glucose level was 239 mg/dl.